Event description:
Customer reports receiving a blood glucose result of 105 mg/dl on their precision xtra blood glucose monitor, and then administered insulin based on this reading. He then ate dinner and went to bed. Shortly thereafter the customer's wife found him in a cold sweat and very shaky. She gave him orange juice in an attempt to stabilize glucose levels, and he then proceeded to vomit. Customer's blood glucose was tested again, with a result of 73 mg/dl. Customer ate some food and his blood sugar was checked two add'l times, with results of 48 and 45 mg/dl.